Event description:
MFR received a complaint from a dealer stating that the end user alleges the pendant "smoked and fire was coming out of the hand control". However, the dealer saw no burn marks on the hand control.